Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient was having vertigo since the dbs surgery. The doctor instructed the patient to turn off the ins for 24 hours. Additional information was received: it was reported that the patient had complications after the surgery. They were prescribed nausea medicines and undergoing their 3rd procedure to loosen the wire in their neck august 8th. Further testing with neurologist. The issue wasn¿t resolved.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was unable to write since their dbs surgery. The patient also clarified the ¿loosen the wire in my neck¿ statement. They said after their first surgery the wire bowed and was pulling extremely tight in their neck limiting their range of motion. They started feeling nauseous, lightheaded, and dizzy 24/7. They shared the feeling with their neurosurgeon, nurse, and rep every time they saw them. They went in for a 2nd surgery for various reasons. One being to close an exposed wire behind their ear, clean out an infection, loosen the wire and move the battery as it was too tight in the location it was in. The 2nd surgery only accomplished closing the exposed wire. Unfortunately loosening the wire and moving the battery didn't work. They had seen various neurologists, 2 new neurosurgeons,and a neurotologist. Their original neurologist diagnosed them with vertigo following the dbs placement for tremors. The neurologist said the tests show that they have a downbeat and right beating nystagmus vestibular primary, of which they didn't have before the surgery. As per one doctor suggestion they shut off their device for 24 hours to determine if the vertigo went away or not, telling whether the vertigo was due to the device or part of the surgery. They had their 3rd procedure (B)(6) 2019 where the new neurosurgeon loosed the wire and moved the battery, but it didn't work. The patient then said they will be going in for their 4th surgery on (B)(6) 2019 to have the wire and battery removed. Living with vertigo was said to be debilitating and there was no plan to remove the device in their brain at this time. There were no further complications reported.